Manufacturer narrative:
H6 - medical device problem code 2017 - incorrect removal. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in left anterior descending artery (lad) using a 4.00x8 mm xience pro rx drug eluting stent (des). Reportedly during deployment, the balloon did not inflate initially but after a slight delay the balloon began to inflate and the stent was deployed,. However after the deployment of the stent, the balloon had difficulty deflating. The balloon remained partially inflated despite multiple attempts to pull negative on the indeflator, and was removed from the anatomy to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported deflation problem was confirmed. The reported inflation problem could not be confirmed; however, bends were noted on the hypotube which may contribute to the reported issue. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the stent delivery system was removed partially inflated. It should be noted that the xience sierra instructions for use states: ¿confirm complete balloon deflation before attempting to move the delivery system.¿ in this case, it is unlikely the deviation contributed to the reported difficulty. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that after advancement, the stent delivery system¿s (sds) balloon had an inflation and deflation problem. Functional testing was able to successfully inflate the balloon and confirmed that the balloon would not deflate. Analysis also noted bends on the hypotube. In this case, it is likely that the sds¿s hypotube sustained damage during use (bends). Damage to the hypotube would impact the flow of saline/contrast, likely contributing to the reported inflation and deflation problems. There is no indication of a product quality issue with respect to manufacture, design, or labeling.